Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia of pregnancy, vaginal disorder, pregnant, abortion, vaginitis, edema lower limb, asthenia, light-headed, dizziness, cramp in lower abdomen, blurry vision, peripheral swelling, antepartum bleeding, bleeding genital and offensive vaginal discharge. Concurrent conditions included multigravida, parity 4 (four normal spontaneous vaginal deliveries.), vaginal discharge, tenderness, ovarian cyst, gastroenteritis, nausea, vomiting, diarrhea, fever, headache, dizzy, back pain, pyelonephritis, inflammation, cystitis, flank pain, cough, epigastric pain, polyp, ovarian torsion, testicular torsion, endometrial hyperplasia, adenomyosis, cervical cancer, biopsy, gas, emesis and respiratory distress. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen, medroxyprogesterone acetate (provera), morphine, nsaids since (B)(6) 2013, ondansetron and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic area pain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure confirmation test as previously reported essure occlusion both fallopian tubes and in current pfs plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine: on an unknown date: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdomen pain, urinary tract infection, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia of pregnancy, vaginal disorder, pregnant, abortion, vaginitis, edema lower limb, asthenia, light-headed, dizziness, abdominal pain lower, blurry vision, peripheral swelling, antepartum bleeding, bleeding genital and offensive vaginal discharge. Concurrent conditions included multigravida, parity 4 (four normal spontaneous vaginal deliveries.), vaginal discharge, tenderness, ovarian cyst, gastroenteritis, nausea, vomiting, diarrhea, fever, headache, dizzy, back pain, pyelonephritis, inflammation, cystitis, flank pain, cough, epigastric pain, polyp, ovarian torsion, testicular torsion, endometrial hyperplasia, adenomyosis, cervical cancer, biopsy, gas, emesis and respiratory distress. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen, medroxyprogesterone acetate (provera), morphine, nsaids since (B)(6) 2013, ondansetron and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic area pain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure confirmation test as previously reported essure occlusion both fallopian tubes and in current pfs plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdomen pain, urinary tract infection, menorrhagia, depression. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr were received: case become incident. Lot number was added. Event: abnormal bleeding (vaginal), menorrhagia, urinary tract infection, depression, mental anguish, abdominal pain, pelvic inflammatory disease (pid), endometritis were added. New reporter information, race, patient details, product information, medical history were added. Lab data were added. Reporter causality comments were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)'), endometritis ('endometritis') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia of pregnancy, vaginal disorder, pregnant, abortion, vaginitis, edema lower limb, asthenia, light-headed, dizziness, cramp in lower abdomen, blurry vision, peripheral swelling, antepartum bleeding, bleeding genital and offensive vaginal discharge. Concurrent conditions included multigravida, parity 4 (four normal spontaneous vaginal deliveries.), vaginal discharge, tenderness, ovarian cyst, gastroenteritis, nausea, vomiting, diarrhea, fever, headache, dizzy, back pain, pyelonephritis, inflammation, cystitis, flank pain, cough, epigastric pain, polyp, ovarian torsion, testicular torsion, endometrial hyperplasia, adenomyosis, cervical cancer, biopsy, gas, emesis and respiratory distress. Concomitant products included ethinylestradiol;norgestimate (sprintec)(B)(6)2013 to (B)(6)2014 for contraception as well as ibuprofen, medroxyprogesterone acetate (provera), morphine, nsaids since (B)(6)2013, ondansetron and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain / pelvic area pain") and abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/bladder/urinary problems ¿ uti, vag. Infect."), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("bladder/urinary problems ¿ uti, vag. Infect."). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure confirmation test as previously reported essure occlusion both fallopian tubes and in current pfs plaintiff did not underwent essure confirmation test. Patient received treatment for- pain, bleeding and bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdomen pain, urinary tract infection, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event was added- gen. Abnorm. Bleed and bladder/urinary problems ¿ vaginal infection. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease (pid)') and endometritis ('endometritis') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anaemia of pregnancy, vaginal disorder, pregnant, abortion, vaginitis, edema lower limb, asthenia, light-headed, dizziness, cramp in lower abdomen, blurry vision, peripheral swelling, antepartum bleeding, bleeding genital and offensive vaginal discharge. Concurrent conditions included multigravida, parity 4 (four normal spontaneous vaginal deliveries.), vaginal discharge, tenderness, ovarian cyst, gastroenteritis, nausea, vomiting, diarrhea, fever, headache, dizzy, back pain, pyelonephritis, inflammation, cystitis, flank pain, cough, epigastric pain, polyp, ovarian torsion, testicular torsion, endometrial hyperplasia, adenomyosis, cervical cancer, biopsy, gas, emesis and respiratory distress. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen, medroxyprogesterone acetate (provera), morphine, nsaids since (B)(6) 2013, ondansetron and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic area pain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/bladder/urinary problems ¿ uti, vag. Infect."), depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), vaginal infection ("bladder/urinary problems ¿ uti, vag. Infect.") And uterine polyp ("polyps on uterus"). The patient was treated with surgery (surgery for removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, endometritis, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and uterine polyp outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine polyp, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy to be noted in essure confirmation test as previously reported essure occlusion both fallopian tubes and in current pfs plaintiff did not underwent essure confirmation test. Patient received treatment for- pain, bleeding and bladder/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdomen pain, urinary tract infection, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for retention under bayer data system. All the information, events, source docs have been transferred and captured in this from the deletion case no- (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.